Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the presented to clinic for normal follow-up, episodes of non-sustained rv oversensing were observed. Review of the episodes revealed possible myopotential oversensing. Programming changes were made. The patient was stable before, during, and after the check.